Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg pocket was relocated on (B)(6) 2023. Follow up indicated the patient was doing well postoperatively.

Manufacturer narrative:
Correction: section b1-the type of report should have been adverse event rather than blank. Correction: section b2-the type of report should have been other serious (important medical events) rather than blank.